Event description:
The distributor reported on behalf of their customer that the skin area under the device was very red with yellow purulent exudate, and was very tender to touch. The pt complained of pain. No further info has been provided.

Manufacturer narrative:
To date, the device has not been rec'd for eval. An investigation has been initiated based on the reported info.